Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/29/2025, a distributor reported via email an issue involving an ar-1588rt-2j tightrope ii rt during a procedure on (B)(6) 2025. To prepare the femoral tunnel, the surgeon used a 2.4 mm guide pin, followed by an 8.5 mm drill bit corresponding to the graft diameter, and then a 4.5 mm drill bit to perforate the femoral cortex. After successfully positioning the tightrope button against the femoral side, the surgeon began gently pulling on the white sutures and immediately encountered resistance on one of the two sutures, an unusual occurrence with the tightrope. Only one side was functioning properly. Before the graft could be advanced halfway into the knee, the tightrope broke. Upon closer inspection, it was found that the break occurred at the adjustable mechanism near the button.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.